Event description:
The customer reported that the live image was unstable. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A connector pin on the interconnect cable was repaired. The system was tested and found to be working as intended and put back into service.